Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer reports the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer reports an e70 alarm. The customer stated that e70 alarm occurred between motor error and no delivery. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.